Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the wire lumen. There was no damage to the shaft. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The device was deflated by applying negative pressure with the inflation device. The device deflated in 5 seconds. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.

Event description:
It was reported that balloon deflation occurred. The patient underwent dilation of pulmonary artery. The target lesion was located in the moderately tortuous pulmonary artery. A 8.0mmx20mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, the device was inflated slowly and deflated slowly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.